Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the failure to be an open resistor, designator r4.

Event description:
It was reported that the device was failing to appropriately detect a cable connection to provide defibrillation therapy. The device gave the "stand clear" and "no shock advised" prompts without any cables connection. There was no report of patient use associated with the event.